Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient experienced shaking in her right arm and difficulty communicating between the programmer and implantable neurostimulator (ins) in certain areas of her house. It was stated that the patient was having unusual shaking in their right arm that felt as if she "lost electricity to that arm". It was noted that the patient programmer indicated that the things were "fine". While the patient was trying to increase voltage to her right arm she was seeing an error message on the programmer indicating poor communication. It was reported that the computer router was causing interference so that the programmer was having problems communicating with the ins. It was noted that when the patient is 12 feet away from the router the ins and programmer communicate "just fine". It was stated that the left arm seemed to be "fine". It was stated that the stimulation seemed to be controlling the patient's internal tremor. Two days later, it was reported that issue was caused by the router. When the patient was at least 12 feet from the router, the programmer worked "fine". When the patient increased her voltage the tremor improved. No further action was needed.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3387s-40 lot# v388241, implanted: 2010 (B)(6), product type lead product ID, 3387s-40 lot# v355048, implanted: 2010 (B)(6), product type lead. (B)(4).